Event description:
Reportedly, the device prompted motion, and a device analysis of pt ECG could not be completed as a result. Another crew arrived on scene approx 3 minutes later and connected their device of same model to the pt. This device was used to successfully deliver defibrillator therapy to the pt 3 or 4 times. Paramedics arrived on scene and transported the pt to the hosp. The pt was not resuscitated.